Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the information provided by the customer. There were no reports of any malfunction of the generator involved. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, based on the customer's description and our experience the burn injury was most likely caused by an improper connection between the neutral electrode and the patient¿s skin surface. Thus, this event/incident was attributed to use error. A manufacturing and quality control review could not be performed since basic data of article identification (serial number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the patient sustained a burn injury on the left thigh in the area where the neutral electrode had been placed. No further information was provided.